Event description:
It was reported that during a routine pulse generator change out, the new pulse generator exhibited a loss of capture. The patient was asystolic and the device was not used.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis is normal.